Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 414 mg/dl. The customer high blood glucose was treated. The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 414 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. The customer was advised that site may have been occluded. The customer was advised to change the entire infusion set and return set for analysis.